Event description:
A laparoscopic gastroplasty was being done when the jaw section on a grasping forcep broke off. Two (2) pieces of metal were retrieved from the pt's abdomen. No other fragments or parts are believed to be missing. The pt did not require add'l surgery or treatment.